Event description:
It was reported that there were stator not on error messages. This error causes the system to shut down, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The stator wire was replaced with a spare in the high voltage cable. The system was tested and found to be working as intended and returned to service.